Event description:
The customer reported via phone call that they had no delivery alarms on the insulin pump. Customer also reported they were able to resolve the alarm with an infusion set change. The customer also reported receiving a no delivery alarm during a bolus. The customer reported being hospitalized on (B)(6) 2015. Customer stated they experienced severe diabetic ketoacidosis. Customer's blood glucose was over 300 mg/dl during this incident. The customer also reported their blood glucose was 385 mg/dl at the time of the call. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.